Event description:
It was reported that during testing at the user facility the head of the saw was shaking, presenting a potential for unintended cutting. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.